Event description:
Customer called customer service on (B)(6) 2010 to report that due to a delivery issue involving test strips for his freestyle freedom lite blood glucose meter he was in an automobile accident subsequent to losing consciousness. Customer was unable to state when the accident occurred, but believed it happened at 5:07 am. Customer further reported he could not recall experiencing any symptoms prior to waking up in an ambulance, but noted he was sore after the accident. Customer was transported to a local healthcare facility where he was diagnosed with severe hyperglycemia and a concussion. Customer was treated with an intravenous infusion of unknown type in addition to receiving a MRI scan and x-rays. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. No further investigation will be undertaken as complaint involves a delivery issue. No product problem was reported. It should be noted: a review of the customer's call history revealed customer was sent 200 freestyle lite test strips in february, 2010 and another 100 freestyle lite test strips in june, 2010.